Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lemaire surgery the device pulled out after the insertion. Per the complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection of the self-punching 2.6 knotless fibertak® anchor, identified that no anchor/sutures were returned for investigation. No issues were found with the fibertak inserter assembly. Functional testing was not performed due to the missing anchor and sutures. No problem found.